Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service call. The cse inspected the probes, and calibration and dispenses were checked. The luminometer was inspected and cleaned. The wash blocks were inspected and port dispenses were check. The cse checked the pumps, tubing and fittings. No hardware issues were found. The cse then checked for fluid by performing dark count and manually emptied the cuvette. The cse ran 30 multiple dilute and quality control (qc). Qc passed. Siemens headquarters support center (hsc) reviewed the data provided. Hsc concluded that because the issue could not be reproduced, this is considered an isolated incident. The cause of the discordant, falsely elevated cardiac troponin I result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on a patient samples on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The same sample was repeated on an alternate instrument, resulting lower. The customer then repeated the sample on the original instrument, resulting lower. The repeat result from the original instrument was reported out to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin I result.